Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was lead insertion difficulty during a procedure. The device manufacturer representative indicated the hcp couldn¿t insert the lead into the ins, thus he eventually got another device. The issue was resolved. No patient symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the inability to insert the lead into the ins was unknown. No further complications were reported.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received for analysis but not yet performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported it was an out of box failure. No further complications were reported.